Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer's mother called to report the insulin pump gave alert for weak signal and alarmed for lost signal. Blood glucose reading was 600 mg/dl. The mother stated that the customer had an infection at the infusion site. The location of the infection was red, hard and oozing according to the mother. Advised that the elevated blood glucose could be caused by the infection. Advised to treat as directed by a health care professional. Nothing further reported.